Manufacturer narrative:
Corrosion on the membrane tail, due to storage outside of the indicated conditions. Upon receipt, the returned pad-pak was found to be depleted beyond any use and the status indicator was observed to be extinguished as per reported fault. The corrosion observed on track 13 (on_button) of the membrane tail had resulted in the device switching on automatically, resulting in the 10-minute time-outs and the subsequent depletion of the returned pad-pak.

Event description:
No status led. No patient involvement

Event description:
No status led. No patient involvement.